Event description:
A male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the procedure, and the procedure was conducted as labeled. The final confirmatory angiography showed a type IV endoleak from the right iliac leg. To resolve it, ballooning was performed with the coda balloon, but the endoleak remained. Since the physician judged that the endoleak was going to be solved after the operation, the repair was completed with no further action taken. (Act was around 250 during the repair.) There have been no health problems reported as the patient outcome.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event evaluation: still under investigation.